Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the complaint device referenced is a concomitant device. No problem found.

Event description:
It was reported that during a shoulder replacement surgery the very tip of the device ar-9545-t15-02 broke when screwing in the screw. There was no harm or adverse event for patient, operator or third party reported. The surgery was finished successfully. No further information received. Update avoe 07-mar-2022 it was confirmed that the broken parts were retrieved from the patient. Another arthrex device was used to finish the surgery.